Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under buttons and the display is dim. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the ok button symbol is worn off. The display is dim and reddish. The keypad cover is intact and all buttons respond normally, keypad cover was removed and contamination was found under the contrast, up, and down button contacts. (B)(6).